Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were evaluated by an ortho specialist. They found generalized gingival recession with a thin gingival biotype. Significant recession on the mandibular incisors and canines. The patient reported to the specialist that there is an increase in their gingival recession since beginning the byte aligners. A through pre-treatment clinical exam would have identified the patient's predilection for gingival recession with inappropriate tooth movement. The attempting to further align the anterior teeth without creating adequate space and addressing the heavy anterior contact will lead to an increase in both anterior tooth wear and gingival recession. The patient's combination of anterior crowding, heavy anterior contact and thin gingival architecture requires comprehensive orthodontic treatment to properly treat and achieve an acceptable result without worsening their gingival recession. Failure to address the patient's issues without a comprehensive approach will prevent a proper outcome that does not uphold the standard of care in orthodontics and will likely lead to issues as described.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.